Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: review of the black box data revealed call service alarms. On investigation, the pump powered on normally and did not emit any call service alarms during testing. The pump was opened for investigation and revealed no damage, defect or contamination of the interior pump components. Unrelated to the original complaint, the display was noted to be dim, faded and discolored and the battery compartment was cracked in three places at the threads.